Event description:
A zoll distributor returned monitor sn (B)(4) on (B)(6) 2015 reporting that the monitor was unable to power on a monitor. On (B)(6) 2015 the distributor also notified zoll that the patient alleged that he was treated by this monitor on (B)(6) 2015. The patient was in a nursing facility and conscious and reported that he did not press the response buttons at the time. There is no indication that the patient sought medical attention as the patient remained at the nursing facility. Review of the available ECG and download data for the patient provide no evidence that the patient was treated by the lifevest, however zoll's investigation into the event is still underway.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. An investigation of the monitor and alleged treatment event is currently underway and a supplemental report will be submitted upon completion. There is no indication of a serious injury or death resulting from the defective monitor.